Event description:
The patient's age was unknown, but was a female. The target lesion was the mid left anterior descending. The lesion was de novo, moderately calcified and slightly tortuous. There was 90% stenosis. Pre-dilation with a balloon (sprinter 2.75mm) was conducted and then a cypher (3.0/18mm) was being delivered to the target lesion, but the cypher became stuck proximal to the target lesion. Therefore, pre-dilation and then parallel wire technique was conducted. The cypher was redelivered and reached the proximal end of the target lesion, but the cypher would not cross the target lesion. The target lesion was pre-dilated again and the cypher was redelivered, but could not cross the target lesion. Eventually, the physician stopped using the cypher and the procedure was finished successfully with implant of a different stent (taxus 3.0/16mm). Cag was conducted and sufficient stent apposition was confirmed at the target lesion. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician indicated that the crossing failure occurred because the stent became caught at the calcification. The product received for analysis had proximal stent strut uplift.

Manufacturer narrative:
This device cjs 18300 (lot 14041545) is distributed outside the united states; however, it is similar to the united states product cxs 18300. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.